Event description:
It was reported that a malfunction occurred on a customer's pump, although the customer could not provide a specific date for the issue. The customer's blood glucose level did not exceed 500 mg/dl during the incident. To resolve the issue, the customer turned the pump off and on again. However, as the malfunction could not be confirmed from the pump data, technical support arranged for a replacement pump to be sent, and the customer was notified about a field correction. The customer reported having shipped the problematic pump back and required no further assistance.